Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema,stone formation ,peritonitis,extravasation ,ureteral reflux, stent dislogdgement, fragmentation, migration, occlusion, fistula formation, loss of renal function , hemorrhage , pain/discomfort, stent encrustation , hydronephrosis, perforation of kidney, renal pelvis, ureter and/or bladder , ureteral erosion , infection ,urinary symptoms" "for single use only. Do not resterilize. Do not use if the package or product is damaged." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the respondent mentioned stone formation, extravasation, ureteral reflux, stent dislodgement and migration, occlusion, pain, discomfort, stent encrustation, perforation of kidney, renal pelvis, ureter or bladder, ureteral erosion, infection, urinary symptoms when asked of complications while using the ureteral stent. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the respondent mentioned stone formation , extravasation, ureteral reflux, stent dislodgement and migration, occlusion, pain, discomfort , stent encrustation , perforation of kidney, renal pelvis, ureter or bladder, ureteral erosion , infection , urinary symptoms when asked of complications while using the ureteral stent. It was unknown what medical intervention was provided.